Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units battery is not working.

Manufacturer narrative:
Corrected sections: b5, b6, b7, d5, d10, e1 (reporter & email), e2, e3, e4, g2, h6(health clinical & impact).

Event description:
It was reported that during a preventive maintenance performed by a getinge field service engineer (gfse), , the cs300 intra-aortic balloon pump (iabp) units battery is not working. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cs300 intra-aortic balloon pump (iabp) facing battery not working issue. Getinge field service engineer (fse) confirmed this service order was created by accident. Fse was not replaced any parts. There was a no patient involvement.